Event description:
It was reported that leak was observed from an unknown location in a small volume folfusor before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13j010 was manufactured between september 5, 2013 and september 6, 2013. Evaluation summary: the actual device was not available for evaluation; however, photos were provided. Photographic evidence could not confirm the reported condition of a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.